Event description:
The facility reported a syndeo syringe pump that was giving inaccurate readings. This event occurred during patient use. The patient was supposed to be receiving 2ml of citinel with each pca injection. The patient received 3 injections amounted to 6 ml. The patient then received 5 injections, but the event history stated that the patient received 11.9 ml (instead of 10 ml), then the patient received 9 injections, but the event history stated that the patient received 18.2 ml (instead of 18). Following this incident, the patient received 14 injections, the event history stated that the patient received 26.3 ml (instead of 26 ml). There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B) (4)this device has not yet been received in baxter for evaluation. Should this device be received, a follow up report will be submitted once the device evaluation has been completed.